Manufacturer narrative:
The device was used to obtain 5 ECG measurements on the patient while in room 10 of the assessment bay in the emergency department. The clinical staff also used a ge cart to obtain a 12-lead ECG on the patient twice, and inconsistencies between the ecgs from the intellivue device and the ge cart were seen throughout the time frame of 14:59 to 15:28. The patient was later transferred to the resuscitation department and suffered a cardiac arrest between 16:00 and 16:45. The device was tested by the customer with an ECG simulator and all arrhythmias were detected as expected. Additionally, the customer provided the ECG strips from both the measurement server and the ECG cart, as well as information regarding the software revision and ECG firmware version of the measurement server. The provided data was forwarded to philips product support engineering (pse) for further evaluation. Based on the data forwarded to pse, it was determined that the filter bandwidth on the intellivue multi measurement server x2 was set to 0.05 - 150 hz, while the setting on the ge cart was only 0.08 - 40 hz. The ECG filter settings define how ECG waves are smoothed to reduce interference, and different filter settings have different impact on the ECG signal. Additionally, a cardiologist at the customer site reviewed the 12-lead reports taken with the intellivue multi measurement server x2 and provided the feedback that all reports were likely consistent with the patient's condition. The device is still in use at the customer site, and no further issues have been reported. Although the evaluation of the provided logs and the 12-lead reports points to different filter settings in the measurement server and the ECG cart as the cause for the reported problem, a malfunction of the device cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
The customer reported that "on (B)(6) 2017 between 14:59 and 15:28, 7 ECG measurements were taken on a patient, 5 ecgs were obtained with the intellivue multi measurement server x2 and 2 measurements were taken with an ECG cart. Different clinical symptoms were indicated throughout this time frame, and the customer observed inconsistencies in the 12-lead ECG taken with the philips device when compared to the ECG cart". The monitored patient suffered a cardiac arrest and was transferred to a different hospital. No information was provided on the measures taken to assist the patient and the current status of the patient.